Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 3 of 5

Event description:
Reference number (B)(4) event occurred in united states it was reported that the patient experienced five events of damaged tubing within last three weeks. Tubing was kinked about halfway down and then narrows to the point of insertion causing occlusion. This resulted in high blood glucose (578 mg/dl) and subsequent visit to urgent care on (B)(6) 2025. The duration of stay at the hospital was three hours. Insulin was administered intravenously at the hospital. No further information available.